Manufacturer narrative:
Concomitant medical products: product ID: 9735773, serial/lot: unknown. Product ID: 9735787, serial/lot: unknown. A medtronic representative went to the site to perform a system check out and they found that they were unable to duplicate the issue. The representative did notice that the battery was losing charge relatively quickly. When the system powered off it had been on for about two hours. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery. It was reported that the system spontaneously shut down. The manufacturer representative noted that the system was plugged into the same tower as two other systems, which did not experience power issues. The site was done using navigation for the case at this point, so there was no need to continue to use the system. The system was able to power back on. There was no patient harm and the procedure was not delayed.